Manufacturer narrative:
The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the gastrointestinal videoscope exhibited a loss of image when biopsy forceps were inserted through the working channel. The image returned to normal upon discontinuation of working channel use. The issue was identified during a diagnostic endoscopy procedure and the procedure was the same device with no delay. There were no reports of patient harm.